Event description:
The home patient (hp) contacted global technical services (gts) regarding assistance with ending therapy while using the homechoice (hc) cycler. The patient stated they had an infection and needed to go to the hospital. The patient had fibrin and cloudy fluid. Gts assisted the patient in ending therapy. During follow up conversation with the patient's nurse, it was revealed that the patient had peritonitis. The organism identified was (B)(6). The patient was treated with vancomycin. The nurse indicated that the peritonitis was not dialysis related. Additional information is not available.

Manufacturer narrative:
(B)(4). As the patient discarded supplies after each therapy, the sample was not requested. This event involves three baxter products. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (10d12h25, 10c02h25) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident is undetermined.